Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-12456 - device 5 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced nine to ten infusion sets cannula bent events, 5 to 6 bent cannulas between (B)(6) 2024 and 4 bent cannulas between (B)(6) 2024. The last four events occurred within 3 to 4 hours of insertion and the insertion site for first 5 to 6 events was either at abdomen, thigh or upper buttocks and for last 4 events was at abdomen. The blood glucose value at the time of event on 6-feb-2024 was 782 mg/dl and on 20-may-2024 was 600 mg/dl. The patient was taken to emergency room on ambulance and was hospitalized for one day on (B)(6) 2024 for high blood glucose value of 782 mg/dl and ketone values. The patient resolved the event by replacing infusion set and resumed insulin deliveries successfully and was treated with intravenous (IV) insulin and fluids. The patient was released from hospital on 6-feb-2024. The patient resolved the event on (B)(6) 2024 with correction injection via multiple daily injection (mdi) followed by replacing infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.